Event description:
It was reported the programmer randomly does not communicate with devices. The programmer was returned for repair. No patient complications were reported as a result of this event. The radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis confirmed the customer comment of " randomly not communicating with implanted devices" as the programmer head was found to be out of specification electrically. Concomitant products: product ID 2090w programmer; product ID 229047 software analyzer. (B)(4).